Event description:
It was reported that while using bd vacutainer® sst¿, the customer observed poor barrier separation with one (1) tube. No patient or user impact was reported.

Manufacturer narrative:
Bd had not received any samples or photos for investigation. Complaints for sample quality were not under statistical control for the month of january 2026, additional testing was performed. Factors that may contribute to fibrin strand, poor barrier separation, were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate customer¿s indicated failure modes fibrin strands and poor barrier separation, because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes fibrin and poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿, the customer observed poor barrier separation with one (1) tube. No patient or user impact was reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.